Manufacturer narrative:
The unit was received with minor scratched display window, cracked casing at a display window corner, cracked battery tube threads, broken reservoir tube lip, and a missing reservoir tube o-ring. The test reservoir did not lock properly inside of the reservoir tube.

Event description:
The customer reported via phone call that the rim of her reservoir compartment was broken; the reservoir stays in but not tightly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.